Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. We did receive performance data collected from the device and have analyzed the data. Analysis revealed high resistance/impedance and high battery impedance leading to eri (elective replacement indicator). Battery depletion indicated/eri due to high battery impedance logged on (B)(4) 2011 prior to explant. Ramware version 8 installed ~(B)(4) 2011.

Event description:
It was reported the device reached elective replacement indicator (eri) after being implanted for less than five years. Early battery depletion was suspected due to high battery impedance. There was also concern about the impact to the battery when the patient is in chronic atrial fibrillation and that it would be preferred to have better longevity than tracking of chronic atrial fibrillation. The device was explanted and replaced. No patient complications have been reported as a result of this event.